Manufacturer narrative:
The report states: patient was revised due to pain and infection. Doi: (B)(6) 2006 - dor: (B)(6) 2012 (right side). Examination of the reported devices was not possible as they were not returned. A review of device history records, material certifications, and sterilization certificates finds no anomalies in regards to manufacturing. It is unlikely the devices contributed to the infection based on the length of time of implantation before the reported revision. The investigation can draw no conclusions about the reported event with the information provided. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2013 - ppd received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to pain and infection.